Event description:
A nonin 8500 pulse oximeter was brought to the biomed dept in a non-operational state. The biomed tech found that the batteries had been installed incorrectly. After installing new batteries the unit was still non-funtional at which time the technician opened the unit to find the internal battery contacts had melted into the case and were no longer able to make contact with the battery terminals. There was also discoloration of the case indicating extreme heat.follow up testing reveals: biomed tested safety diode using tracker device unit was ok. Dept then replaced pulse oximeter back and battery contacts and returned unit to service.